Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging that the patient's onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2016 (time not provided). The reporter stated that the patient obtained the results of "215, 203, 213, 233, 184 and 227 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with a combination of metformin (1 g), onglyza (5 mg), humalog and levemir (insulin dose depends on results obtained). The reporter stated that the patient followed his usual dose of 22iu of levemir insulin (including sliding scale) between 9:30pm-10:00pm. The reporter claimed that the patient developed the symptoms of "high heart rate, shakiness and sweating" on (B)(6) 2016 at around 1:30pm; however the reporter denied that the patient received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed that the patient developed the symptoms of "high heart rate, shakiness and sweating" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.